Event description:
Caller reported a cartridge alarm 20 with their pump, which did not adversely impact the customer¿s blood glucose level. Tandem technical support decided to replace the pump, providing the customer with one featuring updated software. The customer was advised to put the current pump into storage mode before returning it to tandem within 10 days to avoid being billed. Additionally, they needed to transfer their pump settings and connect their cgm to the new pump upon its arrival. The customer understood all instructions provided, opted for a delivery requiring signature, and was sent a replacement pump. Customer will continue to use current pump.